Event description:
It was reported that, "patient complaining of internal pain. Surgeon took the implants out and did a total."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.